Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5033688) in united states on 24-feb-2014 who had essure (fallopian tube occlusion insert) inserted and experienced constant pain, headaches, gained so much weight, look and feel like 8 months pregnant, and depression. Follow-up information received on 18-apr-2014: follow-up attempts were performed with no response. Follow-up received on 26-apr-2016: a legal claim was received. The consumer/plaintiff had essure implanted in (B)(6) 2010. Subsequent to implantation, she began to suffer from severe pelvic pain and severe abdominal pain. She was required to take a series of hormone injections and had to have a hysterectomy as a result of essure. Follow-up received on 10-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic and abdominal pain. She had to take a series of hormone injections and had to have a hysterectomy. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal and pelvic pain may occur. In this particular case, limited information was provided. However, considering events' nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was upgraded to incident, since device removal was required. The outcome of the technical assessment resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5033688) on 24-feb-2014. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ left side severe and persistent, stabbing pain"), abdominal pain ("severe abdominal pain/constant pain/ severe and persistent abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. 728920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 (((B)(6) 2003, (B)(6) 2005, (B)(6) 2006,(B)(6) 2010)), multigravida, gestational diabetes, preterm labor and postpartum state. Concurrent conditions included bone pain, vaginal discharge, lower abdominal pain, mood change, heavy periods, fatigue, painful periods, painful intercourse, adenomyosis, leiomyoma, left lower quadrant pain and per vaginal bleeding. Concomitant products included medroxyprogesterone (depo provera) for endometriosis as well as fluconazole (diflucan), leuprorelin acetate (lupron), metronidazole, metronidazole (flagyl), minocycline and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and arthralgia ("severe and persistent joint pain"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). In (B)(6) 2010, the patient experienced weight increased ("gained so much weight/ weight gain") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced headache ("headaches"), feeling abnormal ("I look and feel like I'm 8 months pregnant"), depression ("depressing/ essure caused or aggravated any psychiatric and/or psychological conditions") and bone pain ("bones hurt"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and arthralgia had resolved and the genital haemorrhage, headache, weight increased, feeling abnormal, depression, migraine, endometriosis, abdominal distension and bone pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, bone pain, depression, endometriosis, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she used condoms for 3 months following essure placement. She did not claim she is allergic to nickel or any component of esusre. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 5379.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, weight increased, headache, migraine, bone pain. Most recent follow-up information incorporated above includes: on 30-oct-2018: medical record was received. Lot number, reporter information, concomitant disease, concomitant drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5033688) on 24-feb-2014. The most recent information was received on 22-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ left side severe and persistent, stabbing pain"), abdominal pain ("severe abdominal pain/constant pain/ severe and persistent abdominal pain") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 (((B)(6) 2003, (B)(6) 2005, (B)(6) 2006, (B)(6) 2010)), multigravida, gestational diabetes, preterm labor and postpartum state. In 2010, 62 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced endometriosis ("endometriosis"). In 2014, the patient experienced arthralgia ("severe and persistent joint pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("gained so much weight/ weight gain"), feeling abnormal ("I look and feel like I'm 8 months pregnant"), depression ("depressing/ essure caused or aggravated any psychiatric and/or psychological conditions") and migraine ("migraines"). The patient was treated with medroxyprogesterone (depo provera), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and arthralgia had resolved and the abdominal pain, genital haemorrhage, headache, weight increased, feeling abnormal, depression, migraine and endometriosis outcome was unknown. The reporter considered abdominal pain, arthralgia, depression, endometriosis, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she used condoms for 3 months following essure placement. She did not claim she is allergic to nickel or any component of esusre. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 5379.7 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-nov-2017: reporters added. Historical conditions added. Essure was inserted for permanent birth control by bilateral occlusion of the fallopian tubes. She received depo shot for endometriosis treatment. Events were added: abnormal bleeding, endometriosis, migraines,severe and persistent abdominal. Events updated: severe and persistent abdominal pain, severe and persistent left side pain/ left side pain (2010-2014), stabbing left side pain (2010-2014). After essure removal the severe and persistent pain resolved. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033688) on (B)(6) 2014. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ left side severe and persistent, stabbing pain'), abdominal pain ('severe abdominal pain/constant pain/ severe and persistent abdominal pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 728920-invalid,729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test". The patient's medical history included parity 4 on (((B)(6) 2003, (B)(6) 2005, (B)(6) 2006, (B)(6) 2010)), multigravida, gestational diabetes, preterm labor and postpartum state. On (B)(6) 2010- endoscopic fiberoptic examinations shows both ostia were seen. The right tubal ostia was cannulated with essure and 2 coils were seen. The left ostia was cannulated and 1 coil was seen. Concurrent conditions included bone pain, vaginal discharge, lower abdominal pain, mood change, heavy periods, fatigue, painful periods, painful intercourse, adenomyosis, leiomyoma nos, left lower quadrant pain and per vaginal bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for endometriosis as well as antibiotics, fluconazole (diflucan), hydrocodone bitartrate;paracetamol (norco), leuprorelin acetate (lupron), metronidazole and minocycline. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and arthralgia ("severe and persistent joint pain"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("gained so much weight/ weight gain") and experienced abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced headache ("headaches"), feeling abnormal ("I look and feel like I'm 8 months pregnant"), depression ("depressing/ essure caused or aggravated any psychiatric and/or psychological conditions") and bone pain ("bones hurt"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and arthralgia had resolved and the genital haemorrhage, headache, weight increased, feeling abnormal, depression, migraine, endometriosis, abdominal distension and bone pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, bone pain, depression, endometriosis, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she used condoms for 3 months following essure placement. She did not claim she is allergic to nickel or any component of esusre. Insertion date provided as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 5382.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, weight increased, headache, migraine, bone pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Upon internal review it was noted that information submitted in supplement 3 was intended for report 2951250-2015-00632, not this report. The information has been correctly resubmitted to 2951250-2015-00632.. This case was initially received via regulatory authority (food and drug administration, reference number: mw5033688) on (B)(6) 2014. The most recent information was received on 21-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ left side severe and persistent, stabbing pain"), abdominal pain ("severe abdominal pain/constant pain/ severe and persistent abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 (((B)(6) 2003, (B)(6) 2005, (B)(6) 2006,(B)(6) 2010)), multigravida, gestational diabetes, preterm labor and postpartum state. Concurrent conditions included bone pain. Concomitant products included leuprorelin acetate (lupron). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and arthralgia ("severe and persistent joint pain"). In august 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced weight increased ("gained so much weight/ weight gain") and abdominal distension ("bloating"). In april 2014, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced headache ("headaches"), feeling abnormal ("I look and feel like I'm 8 months pregnant"), depression ("depressing/ essure caused or aggravated any psychiatric and/or psychological conditions") and bone pain ("bones hurt"). The patient was treated with medroxyprogesterone (depo provera), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and arthralgia had resolved and the genital haemorrhage, headache, weight increased, feeling abnormal, depression, migraine, endometriosis, abdominal distension and bone pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, bone pain, depression, endometriosis, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she used condoms for 3 months following essure placement. She did not claim she is allergic to nickel or any component of esusre. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 5379.7 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Events abdominal distension was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033688) on 24-feb-2014. The most recent information was received on 06-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ left side severe and persistent, stabbing pain'), abdominal pain ('severe abdominal pain/constant pain/ severe and persistent abdominal pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 728920-invalid, 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test". The patient's medical history included parity 4 (((B)(6) 2003, (B)(6) 2005, (B)(6) 2006, (B)(6) 2010)), multigravida, gestational diabetes, preterm labor and postpartum state. Concurrent conditions included bone pain, vaginal discharge, lower abdominal pain, mood change, heavy periods, fatigue, painful periods, painful intercourse, adenomyosis, leiomyoma nos, left lower quadrant pain and per vaginal bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) for endometriosis as well as fluconazole (diflucan), hydrocodone bitartrate;paracetamol (norco), leuprorelin acetate (lupron), metronidazole, metronidazole (flagyl) and minocycline. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and arthralgia ("severe and persistent joint pain"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("gained so much weight/ weight gain") and experienced abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced headache ("headaches"), feeling abnormal ("I look and feel like I'm 8 months pregnant"), depression ("depressing/ essure caused or aggravated any psychiatric and/or psychological conditions") and bone pain ("bones hurt"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and arthralgia had resolved and the genital haemorrhage, headache, weight increased, feeling abnormal, depression, migraine, endometriosis, abdominal distension and bone pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, bone pain, depression, endometriosis, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she used condoms for 3 months following essure placement. She did not claim she is allergic to nickel or any component of essure. Insertion date provided as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 5382.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, weight increased, headache, migraine, bone pain. Most recent follow-up information incorporated above includes: on 6-jun-2019: pfs received: new event" patient does not undergo confirmation test", lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5033688) on (B)(6) 2014. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ left side severe and persistent, stabbing pain"), abdominal pain ("severe abdominal pain/constant pain/ severe and persistent abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. 728920-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 (((B)(6) 2003, (B)(6) 2005, (B)(6) 2006,(B)(6) 2010)), multigravida, gestational diabetes, preterm labor and postpartum state. Concurrent conditions included bone pain, vaginal discharge, lower abdominal pain, mood change, heavy periods, fatigue, painful periods, painful intercourse, adenomyosis, leiomyoma nos, left lower quadrant pain and per vaginal bleeding. Concomitant products included medroxyprogesterone (depo provera) for endometriosis as well as fluconazole (diflucan), leuprorelin acetate (lupron), metronidazole, metronidazole (flagyl), minocycline and vicodin (norco). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and arthralgia ("severe and persistent joint pain"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced weight increased ("gained so much weight/ weight gain") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced headache ("headaches"), feeling abnormal ("I look and feel like I'm 8 months pregnant"), depression ("depressing/ essure caused or aggravated any psychiatric and/or psychological conditions") and bone pain ("bones hurt"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and arthralgia had resolved and the genital haemorrhage, headache, weight increased, feeling abnormal, depression, migraine, endometriosis, abdominal distension and bone pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, bone pain, depression, endometriosis, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she used condoms for 3 months following essure placement. She did not claim she is allergic to nickel or any component of esusre. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 5379.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, weight increased, headache, migraine, bone pain. Most recent follow-up information incorporated above includes: on 15-nov-2018: update of information (batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 28-dec-2016 via lawyer: patient was (B)(6) at start of pregnancy. Date of last delivery before essure insertion was (B)(6) 2013. She was nursing, she had no periods. Essure was inserted for permanent sterilization. Her medical history included allergy to kleflex and latex (rash, and breathing problems on exposure to latex). Clindamycin was used for essure procedure. During essure placement, funneling was noted at the left fallopian tube ostial opening, and scarring on the right sided intracavity just beneath the right tube ostia. Left fallopian tube placement was more difficult secondary to the funneling. After several attempts it did end up going into the tube, 3 coils were noted. Lot number was b27985 (expiration date apr-2016). She returned for depo provera injections on (B)(6) 2014 and (B)(6) 2014. She had the first hsg (hysterosalpingogram) on (B)(6) 2014 which revealed spillage from left tube. A second hsg on (B)(6) 2014 revealed partial patency of left tube. Pregnancy onset was reported as (B)(6) 2014, and resolved on (B)(6) 2015 according to her physician´s notes. On (B)(6) 2015 she developed abdominal pain and vaginal bleeding, followed by spontaneous rupture of membranes (srom) and partial delivery of a footling breech. The obstetrician performed an assisted delivery of a double footling, stillborn female baby on (B)(6) 2015. As there had been no pulsations of the prolapsed umbilical cord nor signs of life at birth, no attempt at resuscitation was made. The gestational age was in the 24 to 27 week range. The baby had no gross deformities. On (B)(6) 2015 she was complaining of left sided pelvic pain. On (B)(6) 2015 left lower quadrant pain was mentioned. Her physician recommended total vaginal hysterectomy and she was admitted on (B)(6) 2015, with pre-op diagnosis including "failed essure". According to the operative report, the specimen included "essure coils eroding through left fallopian tube near isthmus". The pathologist noted that there was some roughening of the serosa near the isthmus of the left fallopian tube with shiny silver metallic, tightly closed wire slightly protruding through the serosa. The foreign material protruding from serosa near the isthmus of the left fallopian tube extends through the intramural portion of the tube and slightly protrudes into the endometrial cavity. Company causality comment: a female consumer got pregnant one year after essure (fallopian tube occlusion insert) insertion. She alleged her amniotic sac was pierced by the essure device. A spontaneous rupture of membranes and rupture of placenta were mentioned. She delivered a 24-27 week gestation baby who was breech; no pulsations of the prolapsed umbilical cord nor signs of life at birth/stillborn. Left fallopian tube perforation and uterine perforation were also reported. Hysterectomy was performed and essure removed. Only the left fallopian tube perforation was described in the pathology report. These events are unanticipated in the reference safety information for essure, except for uterine/ fallopian tube perforation and pregnancy (anticipated). In this case, consumer had funneling at the left fallopian tube ostium and scarring on the right sided intracavity. The insertion was difficult which could have contributed to the uterine/ tubal perforation. Two hysterosalpingograms subsequently showed left tubal patency, and as alternative contraception she used depo provera injections being later switched to oral contraceptives; she reported never missing a pill. Therefore the pregnancy can be regarded as a failure also of the alternative contraceptive method. Several maternal and gestational factors may be associated with premature rupture of membranes; this condition in turn, may be associated with abruption placentae and umbilical cord prolapse. No alternative explanation was provided. In this present case, a possible mechanical interference cannot be ruled out. Therefore, this case was regarded as incident due to the serious injuries reported, and since device removal was required. Based on the initially available information, there was no reason to suspect a causal relationship to a potential quality deficit. Since lot number was reported on follow-up, an updated technical analysis is expected. Further information will be obtained through the litigation process.